Event description:
It was reported the screen does not stay in the upright position, and the radiofrequency (rf) head label was missing. The programmer was returned for servicing and subsequently tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that system errors had occurred in the past. It was also noted that the programmer screen drops down when placed in an upright position and the cooling fan was noisy. (B)(4): analysis found that the radiofrequency (rf) head had no telemetry with the programmer. It was also noted that the rubber backing on the rf head label was missing.